Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Sensor found to be in state 1 (storage state) .extracted data from the returned sensor using approved software. Insertion failures was observed. Watermark was observed at the base of the sensor tail. No failure modes were observed upon visual inspection of the plug assembly. Sensor has been activated with known good reader. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device via webform. Customer received a "new sensor starting up" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/ or seizure. No third-party treatment was required, and customer self-treated with juice. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device via webform. Customer received a "new sensor starting up" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and/ or seizure. No third-party treatment was required, and customer self-treated with juice. There was no report of death or permanent injury associated with this event.